Manufacturer narrative:
The subject device was returned to local service department of olympus. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the device was not switching on during installation. It was connected through stabilizer. There was no report of patient injury associated with the event. The event date was unknown.